Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, shaft damage was noted. The lesion was located in the right coronary artery (rca), however, the percent of the stenosis of the lesion, degree or calcification, and vessel tortuosity are unk. Upon advancing another MFR's guide wire through the wire lumen of the 7fr mach1 jr4 guide catheter, the guide wire entered a hole that was located at an unspecified location on the device. The guide catheter was removed from the pt and the procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".